Event description:
It was reported by service report that the tri-slides on the restraint straps are missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Tri-slides on restraint straps.